Manufacturer narrative:
(B)(4). The customer reported that they saw an 'internal memory failure' message after a pt event. The customer also stated that the device was not a factor in pt outcome. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.

Event description:
The customer reported that they saw an 'internal memory failure' message after a pt event.